Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure with an intellanav mifi open-irrigated (oi) catheter, the physician was performing high power / short duration radiofrequency (rf) therapies. The settings were 50w and 10 seconds. Wide antral circumferential ablation (waca) was performed with these settings. The physician was then exchanging for an intellamap orion mapping catheter and intellanav mifi oi occasionally. During an exchange, the physician noticed char on the transition of the proximal tip of electrode 1 and the distal end of the material between electrode 1 and electrode 2. He wiped off the char material and continued the procedure. The physician commented that the transition between electrode and pebax was not smooth, and that the slight ridge was cause for coagulum and char formation. There were no adverse events to the patient. The catheter was disposed of and was therefore not available for return.